Event description:
Per faxed message from foreign reporting source: "a leak was noticed. The gastric perforation leak was handled as soon as it was found. Unfortunately, the patient died two weeks later. According to the surgeon's claim the leak does not relate to the lap-band system." Follow up findings: co is not certain that the above claim absolving the "lap-band system" was made because the lap-band was not used, or because the cause of death was user error. The patient complained of post-implantation abdominal pain constantly from the day of discharge. These complaints went unheeded by the physicians at the facility where the procedure was performed. Reportedly the patient had a low pain tolerance and was exibiting attention seeking behavior prior to the procedure and this caused the health care personnel at the hospital to discount the patient's post surgical complaints. Two weeks post operatively, when the patient developed symptoms that proved the pt was seriously ill, the surgical team discovered the pt's stomach was indeed perforated, apparently during the implantation of the gastric banding device. The patient's peritonitis was advanced by this time and all efforts to reverse the pt's condition failed.